Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of unit is not passing its flow test was not reproduced. A review of the event history log (ehl) revealed an infusion programmed at a rate of 40 ml/hr and vtbi: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow accuracy test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.